Event description:
I experienced the eye sight complications while using bausch and lomb moisture loc and similar bausch & lomb products several years ago -2003-. Specifically, I had extreme redness of my eyes, extreme sensivity to light-unable to go outside event with eyes closed- and excessive watering of eyes. The conditions lasted for two days. I was out of town at the time and unable to consult my eye professional. The conditions went away but returned again following a routine eye exam in 2004. I was treated for a bacterial infection of the eye at the time. The condition returned again within 6 months. Periodically I have experienced what I thought was pink eye. It would last for 24 hrs and then go away. I did notify my eye dr of these minor incidents. I thought they were temporary- just a thing to deal with as a contact wearer. I used daily extended wear contacts but I remove the contacts every night and place in bausch and lomb moisture loc solution. I throw away my contact every 30 days and replace with fresh contacts. The complications have never been as severe as those in 2003. I stopped using bausch and lomb today only after reading about the product being pulled from the store shelves.